Event description:
The hcp reported that a volume discrepancy was noted at refill. The expected reservoir volume was 4 ml, the actual reservoir volume was 18 ml. The patient was reported to have unspecified withdrawal symptoms. No other information is available to us.